Event description:
The manufacturer received information alleging a ventilator service required event occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed with contamination noted inside the device. The flow sensor was replaced to address the issue.